Event description:
It was reported that there was a leak from the distal part of the guide catheter. There were no reported patient clinical consequences due to this event.

Manufacturer narrative:
Expiration date: added. Unique identifier (UDI) : added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added . Analysis of the returned device found the catheter was slightly bent on its proximal shaft. The proximal lumen, hub and distal tip lumen of the catheter were examined under magnification; no anomalies were observed. The distal end of the catheter was plugged with a mandrel and flushed with water mixed with food color. The water was leaking between hub and proximal end of the shaft. No leak was observed on the catheter shaft itself as previously reported. Based on results of the investigation and available information, the reported shaft leak was not confirmed, however, the catheter was leaking at the hub. While the manufacturing records did not reveal that the device failed to meet specifications, the observed catheter hub leak is believed to be supplier related and the manufacturer continues to investigate the cause. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that there was a leak from the distal part of the guide catheter. There were no reported patient clinical consequences due to this event.